Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was unable to be confirmed. No faults were found during the evaluation. The concerned product has not been repaired in the past year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope as giving a green image. The issue was found during a laparoscopic procedure. There was no delay reported, and the procedure was completed using a similar device. There were no reports of patient harm.